Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was successfully placed in the atrium and all measurements were normal on the pacing system analyzer (psa). However, when the lead was connected to the device the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms, with no capture or sensing observed. When attempting to remove the lead, the helix was no longer able to extend or retract. The lead was removed and another lead of the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extremely stretched, and dried blood was present within the helix mechanism. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.